Manufacturer narrative:
B5: additional information was received on 17-sep-2020 indicating that the product problem occurred during preventative maintenance. There was no patient involvement. The customer reported that the level 1 hotline low flow system (hl-90) alarmed., corrected data: correction: the serial number of the level 1 hotline low flow system (hl-90) is (B)(6). The level 1 was manufactured on 30-september-2003.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer will not calibrate the temperature. It was noted to cut off at 65 degrees. There were no reported adverse effects.